Event description:
The device was returned for analysis after being explanted for normal battery depletion indicators. The device subsequently tested out of specification during mfgr's analysis. No patient complications have been reported as a result of this event

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: preliminary analysis revealed no telemetry and no output. Further testing revealed the no telemetry and no output conditions were the result of lifted hybrid bond wires.